Event description:
It was reported that the pump experienced undefined altitude issues, the battery gauge was inaccurate, occlusion alarm occurred and an unexpected reset occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.